Manufacturer narrative:
In the shipped state, the leads were each cut into two parts. The setrox had been cut into a proximal and a distal fragment 10 cm distal of the is-1 connector pin, and both fragments were submitted for analysis. The linox was cut into two fragments 14.5 cm distal of the is-1 connector pin, and these fragments were also available. The analysis showed multiple signs of abrasion along the lead fragments. At the setrox, damage to the insulation due to fraying could be seen 13 cm distal of the is-1connector pin. The visual inspection of the linox showed insulation damage due to fraying in particular in the distal area. Both damage manifestations can be possible causes for the noise artifacts mentioned in the complaint. The damage manifestations of the leads indicate significant mechanical stress during the operating time. The position and kind of the insulation fraying at the setrox are characteristic for an occurrence of strong pressure of the lead onto and simultaneous friction at the ICD housing. The appearance of the insulation fraying at the linox leads to the assumption of excessive stress on the lead in the valve plane. The further analysis was able to confirm the damage to both lead fixation sleeves mentioned in the complaint. In this area, a deformation of the lead bodies by constriction could be seen. Ligature threads bound too tightly can be assumed to be the cause for this damage. Further findings, such as cuts into the lead body or the deformation of the fixation screw, are probably a result of the explantation process. No indications of a material defect or manufacturing error could be found for the leads and the ICD.

Event description:
Ous MDR. It was reported that oversensing was observed 104 months after the implantation of the lead and 36 months after the ICD implantation, both in the atrial and in the ventricular channel. After exposing the leads, damage to the insulation by the fixation sleeve was noted at both leads. No deterioration of the patient's state of health was reported. Both leads were returned for analysis.